Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump fell into the toilet and there was water under the display screen. Blood glucose level was 163 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.